Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker revealed some undersensing and abnormal intrinsic signals, possibly external in source. It was noted that the patient's rhythm was in the 40s, and it was unclear whether there was more than two seconds of asystole. The local field representative was paged for reprogramming. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review of this pacemaker revealed some undersensing and abnormal intrinsic signals, possibly external in source. It was noted that the patient's rhythm was in the 40s, and it was unclear whether there was more than two seconds of asystole. The local field representative was paged for reprogramming. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that the right ventricular (rv) lead of this pacemaker system exhibited oversensed noise with pacing inhibition. The patient was pacer dependent and experienced near syncope due to pauses greater than two seconds. It was noted that rv lead revision was anticipated. It was later reported that the rv lead remained in service, and the pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system with an additional lead implanted for left bundle branch area pacing (lbbap). No additional adverse patient effects were reported.